Event description:
The customer called with a complaint of segments missing in the units display. During the trouble shooting process it was determined that several segments in the units display were missing. A request was made to return the unit for eval. In the meantime, a replacement unit was provided.